Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows loosening and subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿radiolucence and cavities at the anterior aspect of the tibial component, widened intercomponent space as the talar component seems to be subsided clearly. Talar there is also clear loosening around the component. The distance between the components is widened so much, that loosening of the pe is likely. Information on infection is missing and cannot be included. However, the information is insufficient. The tibial component looks loosened, but not clearly migrated, the talar one seems loosened and subsided (migrated).¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that a patient will be undergoing a revision surgery for reasons currently unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that a patient will be undergoing a revision surgery for reasons currently unknown.

Manufacturer narrative:
Correction - please refer to b2 outcomes attributed to. The reported event was confirmed since images of CT scans were provided and shows loosening of the poly component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿radiolucency and cavities at the anterior aspect of the tibial component, widened intercomponent space as the talar component seems to be subsided clearly. Talar there is also clear loosening around the component. The distance between the components is widened so much, that loosening of the pe is likely. Information on infection is missing and cannot be included. However, the information is insufficient. The tibial component looks loosened, but not clearly migrated, the talar one seems loosened and subsided (migrated).¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.